Event description:
It was reported that it was found during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was having a gas loss alarm. When unit was powered off unit would power up. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to replicate the failures reported. The fse was able to power up and down the unit multiple times with no issues. Nothing unusual was found in the logs. The unit was ran for several hours and no gas loss alarm occurred. The unit was then returned to customer.